Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances on the right ventricular (rv) lead. The patient hasn't been checked in almost two years. Further review found that a year ago, the values were 117 ohms and now, they were 165 ohms. Isometrics and pocket manipulations were performed, but no noise was produced. A commanded shock was recommended and then performed. The commanded shock failed to convert the patient and a code 1005 was displayed. A revision occurred after the shock and this ICD was replaced. The existing rv lead was also surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A review of the device memory confirmed the code 1005 indicative of an open shock lead condition was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.